Event description:
It was reported that on interrogation the device showed a message that the device was at eri although the voltage indicated eri had not been reached. The device was also at vvi 65. The message was able to be cleared and the device was programmed back to the original settings. The patient mentioned possibly having had an MRI. A reset was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).